Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a video assisted thoracoscopic wedge resectioning, the device did not fire. No patient injury or extension in surgical time.